Event description:
Had lasik surgery perform on right eye to remove haze from cornea lens due to minor eye injury. Doctor recommended exzimer procedure would greatly improve vision. Two years later I'm left with results as follows -right eye has lost contact with brain to function together with other eye, right eye wonders, left eye copies right eye behavior due to optic nerves in the back of the brain, right eye is dominate. Due to lasik, I now see double vision, halos around objects at night and I can't not read small print because my eye won't focus correctly. My life has been a living hell due to this surgery. I have fallen down and cut open my face due to equilibrium being off when walking. Also another time, I lost my balance and landed on my nose and broke it. Ending results is pay extreme attention to every move I make, more so now then ever before, such as reaching, bending, grabbing, walking, driving, basically every move I make. I never had these problems as I have medical record from eye check ups to prove that lasik works for some but not all, hope this helps with investigation. I now wear contact lense to help with my issues to this very date 2009. With out contacts, I couldn't type this message. Thank you for your time f.d.a. First time posting on thie site, hope it helps.